Event description:
A customer reported that the blue fiber adhered to the back of the lens implant. They were unable to remove the fiber with irrigation/aspiration (ia) and chose to leave it retained in the eye during cataract surgery. The surgery was completed after replacing the product with new one. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As the customer did not retain the finished goods lot number, deviation history review and lot history could not be reviewed. The customer reported the lens was loaded on the back table. The surgeon and staff suspect the fiber came from the back table drape. There is no sample to return and at this time the patient is symptom free. No physical sample has been returned for evaluation, therefore, the condition of the product could not be verified. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).